Manufacturer narrative:
(B)(6). Results: a sample was received on 7/14/2017 and a white powder on the cannula was observed. This powder was dissolved in hcfc to determine foreign body. According to the characteristics of this foreign matter, it was determined to be silicone oil used to reduce the pain during puncture. The presence of white powder may be a little precipitate due to high temperature and humidity. Standardized testing shows that the silicone oil for the medical device products is in line with relevant iso and FDA standards. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that white foreign matter was found on the bd intima ii¿ IV catheter 24 g x 0.75 in before use. There was no report of injury or medical interventions.